Event description:
The report is from the study. Bmi is 30, but the patient is not considered obese. The index procedure was conducted in 2004. The target vessel was the mid left anterior descending artery. The vessel diameter was 3 mm and the lesion length was 20 mm. The lesion was smooth, concentric, and moderately calcified. It was not tortuous or angled. The lesion was pre-dilated with a 2.5x14mm balloon at 20 atm. A cypher was deployed at 16 atm. Timi flow was 3, pre and post procedure. Post-procedure medications were aspirin, clopidogrel, statins, beta blockers, and ace inhibitors. The patient was discharged approximately 2 weeks after the procedure. The patient was followed up at 1 month, 6 months, 8 months, and 12 months post-procedure. At all follow-ups, the patient was experiencing stable angina pectoris. The patient quit taking his ace inhibitors one month post and clopidogrel 12 months post. The patient also took pentazol, glucophage, and atacand post-procedure. The patient had a pci of a non-target vessel in late 2004. In 2007, the patient was hospitalized for a myocardial infarction. There is no more information available.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A device history report review was conducted and this lot of products met all requirements per the applicable manufacturing quality plan. Because the patient is part of the study and only oral consent was obtained no additional data or source documents are available. However, at that time of the four year follow up, written consent will be required and pertinent information related to the events between one year follow up, and the four year follow up will be required. Myocardial infarction is a known potential adverse event associated with coronary stenting and may be a result from the natural progression of coronary artery disease. Based on the very limited amount of information it is not possible to determine what factors may have contributed to the event.